Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. A review of the log was performed, and signal loss was found within the investigation window. The probable cause was determined to signal loss, due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter stopped working is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.